Event description:
I started losing my teeth rapidly piece by piece. I taste metal and I can smell it. I started not being able to remember things and its now very bad, I started having problems with my thyroid, started having more and more seizures, I cannot feel when I need to go to bathroom which now I have to wear protection, I keep having these ticks, especially in my hands, the hip is popping, and moving, its swollen and stays hot, I can not bear weight on it at all. My toenails and fingernails are peeling off, the whole nails, not just pieces. In 2015 I tried to commit suicide because I have a very poor quality of life, and I was thinking things was happening and I believed what I thought, this resulted in being in ICU and spending 2 weeks at (B)(6) hospital in (B)(6). I had a wonderful life, I have three amazing daughters, and 7 grandchildren. I'm not me anymore. The person I am or was is gone, and I don't see her coming back at this point. This hip implant has ruined my life, and it wasn't supposed to be this way. Please tell me what to do or who to call or see. Thank you, (B)(6).